Manufacturer narrative:
It was reported that a patient underwent a right sided atrial flutter (afl) ablation procedure with a smartablate¿ system rf generator and suffered skin burn. The device was evaluated, and no error was found. Device is performed within specification. The device was subjected to preventative maintenance, safety and functional testing and all tests passed. No malfunction was found on device. Complaint was not confirmed. Certificate of conformance was reviewed and it was verified that the device was manufactured in accordance with documented specification and procedures. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, the device manufacture date was provided as (B)(6) 2017. Field device manufacture date has been populated. Manufacturer's ref # (B)(4).

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. Still pending the device manufactured date. When additional information is made available and/or the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant medical products: thermocool smart touch sf bidirectional catheter (us catalog # d134805/lot # unknown). Indifferent electrode patch by covidien (catalog # unknown, lot # unknown). Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a right sided atrial flutter (afl) ablation procedure with a smartablate¿ system rf generator and suffered skin burn. After a right atrial flutter ablation procedure, skin burns were noticed on the patient¿s right lower back. The grounding pad was not completely adhered to the patient¿s skin. It is unknown the degree level of burn. The power setting on the smartablate¿ system rf generator was of 25-35 watts. There¿s no indication that medical/surgical intervention or extended hospitalization was required for treatment or prevention of permanent damage. The patient was reported in stable condition. Physician¿s opinion regarding the cause of the event is unknown. This event was initially assessed as not reportable since there¿s no indication that medical/surgical intervention was required for treatment or prevention of permanent damage and degree level of the skin burn was unknown. On 4/25/2019, additional information was received about the patient and the event including clarification that the degree level of the skin burn was 2nd degree burns. It was reported that the patient was female. No medical/surgical intervention or extended hospitalization was required for treatment or prevention of permanent damage. Patient¿s outcome is fully recovered. Physician¿s opinion regarding the cause of the event is that the grounding pad was not completely adhered to the patient¿s skin. The total procedure time was of 3 hours. The impedance was of 140 ohms and the power setting on the smartablate¿ system rf generator was actually 25-40 watts. No error messages were observed on the smartablate¿ system rf generator during the case. The indifferent electrode used was from covidien (non-bwi product) and was placed on the patient¿s flank area and not fully attached to skin. The indifferent electrode was not positioned at a location on the back that was as close to the heart as possible. Upon opening the package for the grounding pad, conductive gel was present on the indifferent electrode and it was moist. This event was originally assessed as non-reportable until 4/25/2019 when biosense webster inc. Became aware of additional information indicating the degree level of the skin burn was considered to be a 2nd degree and re-assessed the event as MDR reportable for serious injury.